Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported three cases of endophthalmitis. The customer does not suspect a specific product, however a culture was performed on the bss (balanced salt solution). Several attempts have been made to acquire additional information pertaining to this event. None has been received at this time. No sample is expected to return.